Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was turned off for defibrillation and later explanted due to the patient receiving shocks. Additional information noted that therapy was exhausted as a result of the inappropriate shocks received and an electrode dislodgement was noted. The system was thus explanted. No additional adverse patient effects were reported.